Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported that on (B)(6) 2015, the patient walked into a room with a smart board and a computer that were active. She was a couple feet away and it gave her a shock and shut off the battery. The patient had heard that smart boards could affect a person if the person had more than one stimulator, and she had two of them. Since this incident with the smart board, she only got a day and a half out of the batteries before she had to charge again, especially the left one. The patient had not changed her settings, so that did not seem to be the reason for the decrease in time between charges. The patient thought this was related to being around the smart board. She was currently at the healthcare provider (hcp) office and they were addressing these issues. The patient's relevant medical history includes radicular pain syndrome (radiculopathies) and other pain indications. Further follow-up is being conducted to determine what steps were taken to resolve these issues and what actions, interventions, troubleshooting or diagnostics were performed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient via a manufacturing representative (rep) reported that the 30 (B)(6) in the room were affecting the patient's implant. The patient was a teacher and requested to speak with an engineer again about electromagnetic interference (emi) and her devices. The patient had issues with a smart board in her classroom as well. The device would shut off when being in a classroom with smart boards. The patient was also considering an implantable heart rate monitor and asked for guidelines about rf ablation-cardiac. It was noted that the patient had issues charging the implantable neurostimulator (ins) when in her classroom due to the high room temperature (75 degree f) and due to her medical condition, which caused her body to be too hot. Therefore when she would put on the implantable neurostimulator recharger (insr) antenna to charge, soon after she would see the "temp too hot" screen. So she needed to let it cool down before she could finish charging. The temperature in the room caused her "pain and increases her blood pressure which causes the skin temp to go up." The patient was suggested to use a thin cloth between the skin and antenna or use a spacer to create more space between the skin and implantable neurostimulator recharger insr antenna. She tried cooling the skin with an ice pack but that took 20 minutes to cool her skin. She was going to try one of the "cooling snap towels" that athletes used. The patient now needed a surgery that is going to take place this summer to replace both inss. The patient reported that stimulation turned off when she was around the smart boards due to the emi and rf energy of the boards. She confirmed with the patient programmer (pp) that stimulation was off and the ins battery depleted quickly after those events. The patient was suggested to purposely walk by the room to get the device to shut off so that they could capture that data, but the patient was adamant that she could not do it because it would cause them to have to replace the batteries earlier than this summer and she could not go thro ugh that now. The patient saw a "call hcp" screen but never noted the code at the bottom. The last incident occurred on (B)(6) 2015 at 8:00 am. The patient also could not attend anylaser shows and must be careful around laser and could not even be in the room with lasers. The patient also had issues with the old security system in the school as well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative confirmed that the patient's 2 ins devices were "messed up" and that the battery charge depleted "pretty quickly". If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating their report that they had scs removed because of interaction with rf and emi. The event occurred in (B)(6) 2016. It was indicated that one of their inss was removed in (B)(6) 2018. No further complications were reported/anticipated.